Event description:
Major pump unit(s) involved: device thrombosis.additional text: inflow cannula.specific component(s) involved: inflow valve.additional text: inflow cannula thrombosis.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : lvad explant.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow valve.